Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("adjust belt" messages) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) is complete. The reported problem ("adjust belt" messages) was confirmed. Upon investigation, the monitor's belt receptacle was broken. The cause for the communication failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective monitor. Electrode belt sn (B)(4): 01/21/2011. Monitor sn (B)(4): 01/03/2013.

Event description:
A us distributor returned electrode belt sn (B)(4) and monitor sn (B)(4) and reported that a patient was receiving "adjust belt" messages.